Event description:
The customer reported that the surgeon visually determined that the seal was not complete. The customer confirmed that there was no bleeding of 500 cc or more. The generator settings were two green bars, as per the ligasure IFU. There were no alarm tones during sealing and the ligasure was regularly cleaned.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
One used lf1537 was received for evaluation and visual inspection found no defects. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The device was activated on simulated tissue while pressing the button in various locations to detect any problematic activation issues. The rotation knob was turned to each stop and activated. Functional testing was also performed on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The knife cut of the device was tested on a silicone test strip with acceptable results. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality.

Event description:
The customer reported that when the product was activated the tissue was not clearly sealed. There was no patient injury. Additional questions in regard to the incident have also been asked.